Event description:
It was reported that the doctor was performing a roux-en-y procedure, was in the middle of the resection and the tip of the active blade broke off of the device. The tip didn't fall into the patient, but wasn't found, either. The doctor tried a second device and completed the case with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.